Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that one of the drive wires had come away from its drive assembly. The replaced the system's patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa was able to reproduced the issue during the test drive. Fa noted the following parts were affected: a6 mechanical cable and a7 mechanical cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the instrument installed on the system's arm 1 did not work. The site re-booted the system and replaced the instrument. The replacement instrument worked on the system's patient side manipulator (psm) 3 without any problems. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the site to re-install the sterile adapter (sa) and verify the four (4) pins on the back of the arm were flush. The site also re-draped the arm with no success. The surgeon detected a defective wire rope on the back of the arm. The site informed they could not perform surgery without the arm 1. The procedure was aborted with no reported patient harm, injury, or adverse outcome.